Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient had construction occurring in the home where pd is performed. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were prescribed antibiotics for an infection after experiencing abdominal pain. In additional follow-up, the patient¿s pd nurse confirmed the patient experienced peritonitis. The patient was seen in the outpatient pd clinic for abdominal pain and a pd culture was obtained which yielded no organism growth and an elevated white blood cell (wbc) of 1662. Per the nurse, the patient was treated with the antibiotics ceftazidime 2000 mg and vancomycin 1000 mg intra-peritoneal (ip) on an outpatient basis. It was reported the patient is recovering and continues treatment with the same cycler without any further issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse reported the patient was having some construction performed at home. Therefore, the nurse attributed the peritonitis to a breach in aseptic technique.